Manufacturer narrative:
The technician found the casters were holding in brake, but a build up on floor wax on the casters caused them to slide on the floor. After unsuccessfully attempting to clean the casters, the technician replaced the casters to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the technician found when the brake is engaged, the bed will slide on the floor.